Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial right tka on an unknown date. The patient underwent a poly swap due to instability on (B)(6) 2024. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation, investigation findings, investigation conclusions. The following sections were corrected: d1, h6 clinical code, problem code, component code. H3: the reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU.